Event description:
During use of olympus thunderbeat per MFR's instructions, the teflon coating on the working jaws of the device became charred. Company representative (B)(6) present, and felt that the device had been activated for too long period of time. No alarms or alerts were triggered during this event. This device was replaced by a ¿like¿ device that functioned without issue for the remainder of the procedure.